Event description:
The customer from france reported that within 10 minutes he obtained blood glucose readings of 582 mg/dl and 122 mg/dl with the contour plus meter. There was no allegation of an adverse event. The customer was advised to return the device for evaluation. A replacement meter kit was sent to the customer.

Manufacturer narrative:
The patient/family was the initial reporter, so personal information was not entered. No information was captured as the customer's weight was not provided. The model # was not provided. This event is related to MDR # 1810909-2022-00156.

Manufacturer narrative:
The customer returned the suspected contour plus meter for evaluation. The customer also returned the contour plus test strips from lot # 2bqhh18a, which is different than the one associated with event occurrence i.e. Contour plus test strips lot # 1fqhh14a. An in-house testing was performed with the blood sample using the returned meter and returned test strips (lot # 2bqhh18a) and in-house test strips (lot # 1fqhh14a), which gave a satisfactory performance.